Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(6) 2018, erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018, (B)(4) initial notes: my pump need to be replaced, keypad not responding 2 weeks ago patient verbalized to replace the pump. Requesting inquired what led up to the complaint. Customer response: when changing the infusion set customer's outcome pertaining to the complaint: pump replacement as per pt request additional notes: (B)(4) piston is stuck when rewinding its has a different sound keypad no longer responding piston is noisy during rewind. Ship: mmt-751nap/return: mmt-751nap and reason for return: replacement as per pt request.